Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that ¿it was not working since implant.¿ it was causing pain so the patient turned it off and it was unresponsive at the time of the report. Overdischarge was not alleged by the reporting hcp. Per the caller the patient had met with a manufacturer representative before for reprogramming and it sounded like the patient was already overdischarged but this was not confirmed. The patient programmer, implantable neurostimulator recharger (insr), and clinician programmer were all unable to communicate with the implantable neurostimulator (ins). There was sudden pain since implant. The patient was having an MRI. The calling MRI technician was not sure if the MRI was related to the system. No further complications were reported.